Manufacturer narrative:
Other, other text: b5: updated with additional information. H6: patient code updated to reflect code 2645. H10: device evaluation results: one cadd legacy pump was returned in used condition. The moment the device was powered up the device started double beeping. The customer reported product problem was therefore confirmed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The downstream sensor was replaced to correct the product problem.

Event description:
Additional information was received on 20-oct-2020 indicating that there was no patient involvement.

Event description:
Additional information was received on 20-oct-2020 indicating that there was no patient involvement.

Manufacturer narrative:
Other, other text: b5: updated with additional information. H6: patient code updated to reflect code 2645. H10 ? Device evaluation results: one cadd legacy pump was returned in used condition. The moment the device was powered up the device started double beeping. The customer reported product problem was therefore confirmed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The downstream sensor was replaced to correct the product problem.

Event description:
Information was received indicating that cadd legacy 1 pump alarmed twice on power up. There were no adverse events reported.